Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not infusing. The customer's blood glucose reading was 76 mg/dl to 300 mg/dl and was 550 mg/dl earlier in the week. Troubleshooting found that the customer only wants the pump replaced and does not want to troubleshoot. The customer was advised that the device would be replaced and to return the product for analysis.